Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was removed from service and another guidant device was successfully implanted. No adverse patient effects reported.